Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she had inserted a new sensor on sunday and during the night the sensor readings were triggering the threshold suspend feature on the insulin pump when her blood glucose wasn't low. Customer's blood glucose was 230 mg/dl and sensor reading was 58 mg/dl troubleshooting was performed and customer was advised to monitor the sensor and call back any other issue arises. The customer isn't returning the sensor for analysis.